Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2019 with the following findings: a review of the pump¿s black box showed cs 078 rewind errors in the black box on (B)(6)2019; the user did not resume deliveries. During testing, the pump was powered on to the verify screen and was exercised for 12 hours with no call service alarms occurring. Unrelated to the complaint, visible moisture was found under the display lens. A leak test revealed a display lens leak. The pump cover was removed and moisture corrosion was located on the motor flex connector and surrounding internal components. The complaint of a cs 078 call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.